Event description:
It was reported that during an arthroscopic subacromial decompression, the wand could not ablate synovial because the surgeon found the tip of the device broke. The wand broke inside the patient, the broken pieces were removed. The problem occurred 90 minutes after beginning of procedure. No patient injury or other complications were reported.

Event description:
It was reported that during an arthroscopic subacromial decompression, the wand could not ablate synovial because the surgeon found the tip of the device broke. The wand broke inside the patient, the broken pieces were removed. The problem occurred 90 minutes after beginning of procedure. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows extensive electrode and screen wear with contamination/discoloration and scratch/scuff marks on the spacer and cap. The screen is completely detached from distal end but the part was returned with the device for evaluation. There are no manufacturing abnormalities visually observed with the returned wand. The returned device was plugged into a known good quantum ii controller and was activated with a foot pedal assembly at ablate coag settings. The device produced reduced plasma on all four(4) electrodes. The suction tube was tested and performed as intended. The complaint was verified but the root cause could not be determined with confidence. It is possible that the suction line became (1) disconnected during surgery, (2) suction pressure may have not been enough to excavate blood and tissue or (3) there was an attempt to excavate large ablated tissue remnants. These factors could probably cause the complaint, can lead to increased wear and can decreasing the functionality of the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an arthroscopic subacromial decompression, the wand could not ablate synovial because the surgeon found the tip of the device broke. The wand broke inside the patient, the broken pieces were removed. The problem occurred 90 minutes after beginning of procedure. A backup device was available to complete the procedure with no significant delay or patient injuries.